Manufacturer narrative:
Product complaint # (B)(4). Product not returned. Additional information provided: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown, device property of -->none, device in possession of -->none. Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? Procedure name? What was the procedure date? What date /day post op was the reaction noted? Please clarify the product issue? Was there a patient reaction, infection or other issue? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on unknown date in (B)(6) 2022 and topical skin adhesive was used. Adhesive removal after 7 days disintegrate and still presence of adhesive part left on the skin. Presence of pus of the wound underneath the glue after removal. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. 1. Is a photo available of the patient reaction? None 2. Procedure name? Lap cholecystectomy 3. What was the procedure date? Not provided by the physician 4. What date /day post op was the reaction noted? After 14 days. 5. Please clarify the product issue? The adhesive is still present upon removal of the dermabond 6. Was there a patient reaction, infection or other issue? None. 7. Please describe how was the adhesive was applied. Based on IFU. 8. What prep was used prior to, during or after adhesive use? Protocol. 9. Was a dressing placed over the incision? If so, what type of cover dressing used? None. 10. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not disclosed. 11. Is the patient hypersensitive to pressure sensitive adhesives? Not disclosed. 12. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes. 13. Patient demographics: initials / ID, gender, age or date of birth; bmi not disclosed. 14. Patient pre-existing medical conditions (ie. Allergies, history of reactions) not related. 15. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? None. 16. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? First time. 17. Current patient status. Not reported. And according to the doctor, dermabond new stocks are now ok. No adverse event or unusual in the product. Please specify how was the issue treated? Answer: by carefully removing it. Prescription strength medication? Answer: none was given. Was any surgical intervention performed? Answer: none it¿s only topical this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.